Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this patient presented to the hospital with no right ventricular (rv) pacing. A revision procedure was performed in an attempt to reposition the lead. The helix would retract back in the lead however would not re-employ when attempted. The boston scientific sales representative stated the root cause of the clinical observations was not determined as no lead or device anomalies were identified. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. [Resistance testing] found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.